Manufacturer narrative:
The device was received, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the accuracy issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite testing but failed the functional rite testing due to volumetric accuracy exceeded limits. The cause was identified to be deteriorated piston foam. The piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.